Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker had went into backup operation. No intervention was performed. Patient condition was stable.